Event description:
The customer's wife reported that his blood glucose level was above 600 mg/dl. The customer did not have high blood glucose level symptoms. He treated his high blood glucose with a manual injection. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.